Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tka on an unknown date. The patient underwent a poly swap secondary to failed arthrotomy on (B)(6) 2024. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. H3: the reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2, a4, d10, h6. The following sections were corrected: d1, d4, g4, h4. D10: (B)(6), 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5, (B)(6), 02-022-45-4540 - truliant tray, cem sz 4.5f/4t, (B)(6), 02-029-90-4300 - sterile packed short headed pin, (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant, (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk, 09018623221, (B)(6) - gps implant kit v2.